Event description:
The customer reported a false reactive architect cmv igg result on a patient. The following results were provided: sid (B)(6) = 7.7 / 0.2 au/ml (> 6 is reactive). No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect cmv igg reagent lot 49574fn00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. A retained kit of reagent lot 49574fn00 was tested for specificity and the data shows that the performance of lot 49574fn00 is not adversely affected. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect cmv igg (lot# 49574fn00).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false reactive architect cmv igg result on a patient. The following results were provided: sid (B)(6) = 7.7 / 0.2 au/ml (> 6 is reactive). No impact to patient management was reported.